Manufacturer narrative:
Fluid leak: the cause of the fluid leak was an insufficient seal between the piston and cylinder head, a known manufacturing deficiency with purge cassette gen1.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the purge system was leaking. The customer exchanged the purge system. This impella cassette report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp.

Manufacturer narrative:
D6a and d6b: added implant and explant dates.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.